Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, about 15 minutes into vaporizing the prostate, the fiber gave a message to clean the tip. After cleaning, the beam fired straight out the end. The fiber was exchanged, and the procedure was completed utilizing the second fiber. There was no harm to the patient during the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits no signs of breaks/fractures. The glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there are no signs of breakage along the fiber. Based on device analysis, the reported issue cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.